Event description:
The event is reported as: during surgery the needle tip of the device was deployed into pt's vaginal vault and was imbedded. The surgeon elected not to remove it. No pt injury or intervention reported.

Manufacturer narrative:
Method - DHR review performed. Results - DHR review revealed no issues or discrepancies were found which could relate to the complaint. No ncmrs were issued for the lot# in question. Conclusions - no corrective actions were initiated, but the manufacturer will continue to track and trend for similar incidents.